Event description:
It was reported that the pt experienced a prolonged hospitalization due to a urinary tract infection; however, the pt did experience mild to moderate dysarthia post carotid stent procedure, as well as treatment for chronic anemia. Reportedly, the condition is continuing, and was not pre-existing.